Event description:
It was reported that the patient presented to the emergency department with shortness of breath. The patient was vomiting and had elevated cardiac enzymes. A transmission noted the right atrial (ra) lead with undersensing and chronic low p-wave measurements. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead, implanted: (B)(6) 2011. (B)(4).